Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (low accessory renal artery, moderate to severe calcification of the aortic neck). Conclusion: (low accessory renal artery, moderate to severe calcification of the aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The pt had an accessory renal about 4 cm below the main renal artery. The physician decided to try to land the stent graft below the accessory renal because the pt had renal insufficiency, which left about 12 - 15 mm of aortic neck. The aortic neck had moderate to severe calcification. After the stent grafts were implanted the final angiogram showed there was a proximal type I endoleak present. The stent graft was modeled with a balloon and the endoleak decreased but did not completely resolve. The physician decided to not further intervene at this time and monitor the pt. A f/u is planned 30 days post implant. No clinical sequelae were reported and the pt is fine.